Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, customer never tested their bg level to obtain a specific value. Reportedly, customer believed that they were low because they experienced sweating and felt "shaky". Customer consumed glucose to treat their bg level. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data by quality engineering: review of pump data showed (B)(4) bolus requests and deliveries recorded throughout the event date of (B)(6) 2016. Customer entered a bg level of 51 (mg/dl) during the evening. Two hours prior, a maximum food bolus size of 15 units was requested for a carbohydrate entry of 99 grams. Carbohydrate intake may have been miscalculated, causing customer to request a larger bolus dose than needed. The insulin pump operated within specification, and there is no evidence that the pump malfunctioned or encountered a failure.